Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint of high blood glucose results. The customer is concerned with the result of 288mg/dl. The expected fasting blood glucose test result range is 110 to 140mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 350 and 344mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 06/14/2018 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history. (Date/time not stored correctly). 1:194mg/dl (B)(6) 2017 04:29:00 am fasting: yes. 2:288mg/dl (B)(6) 2017 04:25:00 am fasting: yes. 3:205mg/dl (B)(6) 2017 04:23:00 am fasting: yes. 4:143mg/dl (B)(6) 2017 02:29:00 pm fasting: yes. 5:213mg/dl (B)(6) 2017 04:38:00 am fasting: yes. Customer called in and states his meter is giving him inconsistent results that are too high for him. Customer states that his normal fasting glucose range is 110mg/dl-140mg/dl. Customer is concerned with all results listed and feels that they are high for him. Customer states time and date is incorrect in the meter. Customer states that his a1c is 7.1. Customer does not have any control solution.